Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon interrogation, the right atrial lead exhibited low impedance, a mode switch and noise. The right ventricular lead exhibited noise. The device was reprogrammed and the patient was in stable condition. A chest x-ray would be scheduled and the patient would continue to be monitored.